Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and endometritis ('endometritis') in an adult female patient who had essure (batch no. D15480-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". The patient's concurrent conditions included hypertension, anemia and dysuria. Concomitant products included ibuprofen from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In(B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("acute vaginitis") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and endometritis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)/hysterectomy with bilateral salpingectomy and novasure ablation on(B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the endometritis, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date(B)(6) 2017 00:00 3 essure rings visualized at the right tubal ostia and 3 essure rings visualized at this side. Previously noted date of explant: (B)(6) 2017 most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and endometritis ('endometritis') in an adult female patient who had essure (batch no. D15480-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". The patient's concurrent conditions included hypertension, anemia and dysuria. Concomitant products included ibuprofen from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("acute vaginitis") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and endometritis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)/hysterectomy with bilateral salpingectomy and novasure ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the endometritis, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date-??-???-2017 00:00 3 essure rings visualized at the right tubal ostia and 3 essure rings visualized at this side. Previously noted date of explant: (B)(6) 2017. Most recent follow-up information incorporated above includes: on 13-jan-2020: update of information (batch is inv). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and endometritis ('endometritis') in an adult female patient who had essure (batch no. D15480 (illegible)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". The patient's concurrent conditions included hypertension, anemia and dysuria. Concomitant products included ibuprofen from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In august 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("acute vaginitis") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and endometritis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)/hysterectomy with bilateral salpingectomy and novasure ablation on jul 2017). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the endometritis, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date-??-???-2017 00:00 3 essure rings visualized at the right tubal ostia and 3 essure rings visualized at this side. Previously noted date of explant: (B)(6) 2017 most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number was added. Date of explant was updated. New events were added: abnormal bleeding (vaginal, menorrhagia), acute vaginitis, abdominal pain and endometritis. Onset date of event was added: dysmenorrhea (cramping) and menorrhagia. Outcome of the event was updated to recovered from unknown: dysmenorrhea (cramping). Reporter information, medical history and concomitant drug were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping") and menorrhagia ("menorrhagia (heavy menstrual bleeding"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage and menorrhagia had resolved and the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2017 00:00. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain : dysmenorrhea (cramping), heavy bleeding, menorrhagia (heavy menstrual bleeding), plaintiff did not under went an essure conformation test. Outcome of events bleeding from unknown to recovered/resolved were updated. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.